Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection noted multiple kinks along the hypotube and the collar was separated. The polytetrafluoroethylene (ptfe) was also noted to be sticking out from the separation. There were flat spots to the distal shaft 6.9cm and 12.5cm from the tip. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12-jun-2019. It was reported that the device was unable to cross the lesion. The 98% stenosed, 26mmx 3.50mm target lesion was located in a severely tortuous and severely calcified right coronary artery. A 145 guidezilla guide extensino catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis noted a collar separation.